Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode and critical override. The field service engineer (fse) collaborated with the hospital information technology department and identified a faulty network cable within the wall. The network cables were reseated, and the switches were replaced. A pharmacist subsequently logged in and verified that the station was online and updating as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sbcu station displayed disconnected mode and critical override and was shown as offline in remote smart service. The customer performed maintenance, including rebooted the device; however, the communication issue remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.